Event description:
Unable to remove - tampon [foreign body in reproductive tract]. Unable to remove tampon [complication of device removal]. String was not secure - came out without tampon [device breakage]. Cause was traced to design [product design issue]. Case description: consumer reported via email that the tampon string was not secure and came out without the tampon, no serious injury was reported.

Event description:
Unable to remove - tampon [foreign body in reproductive tract]. Painful-vagina [vulvovaginal pain]. Unable to remove tampon [complication of device removal]. String was not secure - came out without tampon [device breakage]. Cause was traced to design [product design issue]. Case narrative: consumer reported via email that the tampon string was not secure and came out without the tampon, no serious injury was reported.

Event description:
Unable to remove - tampon [foreign body in reproductive tract] painful-vagina [vulvovaginal pain] (cramping) discomfort after removal [abdominal discomfort] cramping (discomfort) after removal [abdominal pain lower] unable to remove tampon [complication of device removal] string was not secure - came out without tampon [device breakage] cause was traced to design [product design issue] case narrative: consumer reported via email that the tampon string was not secure and came out without the tampon, no serious injury was reported.